Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. Customer's blood glucose was unknown at the time of incident. The customer reported showering while connected to the insulin pump. Customer reported the act button would stick and the buttons were unresponsive on the insulin pump. Customer also reported a hospitalization event for high blood glucose. Customer's blood glucose was unknown at the time of admission. Customer also reported experiencing ketones from their blood glucose. The customer reported being treated with fluids and drips for their blood glucose. The customer stated they were wearing the insulin pump at the time of hospitalization. Customer's blood glucose was 190 mg/dl at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. All buttons functioned properly. No moisture damage was noted on the keypad traces, motor assembly, or electronic assembly. The motor was tested outside of the device and it passed.